Event description:
The reporter stated that the surgeon inserted a 23.0 diopter, aa4204vf single piece silicone lens. The lens trailing haptic and optic tore upon insertion into the eye. The incision was enlarged to remove the lens, and another lens was inserted. The cause of the lens tear was due to the injector.

Manufacturer narrative:
F.10: pt code: 2640 - surgical incision, enlargement of, unlabeled; device code : 2634 - lens (iol), torn, split, cracked, unlabeled.